Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had a pre-existing condition, transverse myelitis, as well as ¿pseud o-paralysis¿ of the lower extremities. The patient had to put significant toque on their body via upper extremities to go through day to day activities, noting that the patient was very dependent on their upper body. The physician reported via the rep, that due to the patient¿s lower extremity situation, the implantable neurostimulator (ins) system wasn¿t benefitting the patient any more. The patient¿s paralysis/ lower extremity situation has gotten worse over the years. On (B)(6) 2015, the ins system, in its entirety was removed as the physician was already doing a hardware revision, a fusion. The fusion hardware was not related to the ins system, but was related to the fusion. When they went to remove the paddle lead, they found it was ¿folded on itself¿ and had migrated towards the side of the patient¿s spinal cord and was ¿pressing down¿ on the spinal cord. The patient was seen today, (B)(6) 2016 and it was noted that the patient was getting more movement back in their feet. The physician noted that they could see how a paddle could migrate considering the amount of torque the patient had to put on their body to move around using upper extremities. Indication for use included other non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that last (B)(6) 2015, they had the device removed because it became inoperative and it moved, rolled, and was pressing up against their nerve and lost all the feeling in their feet and legs. Per the patient, the complete pain stimulation system was removed. It dislodged, rolled in half, and pinched their nerve. There was a report that it was taken out on (B)(6) 2015. Relevant medical history includes other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.